Manufacturer narrative:
The lens remains implanted, therefore it is not available to be returned for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.

Manufacturer narrative:
The lens remains implanted, therefore it is not available to be returned for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.

Event description:
It was reported that the patient developed cystoid macular edema in the left eye approximately 3 months post-implant. Allegedly, the patient noticed a decrease in their vision. Patient's current treatment is ketorolac and pred forte.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
The patient reports visual problems following lens implant in her left eye. Allegedly, she is having trouble reading and driving. Patient also reports that the doctor's diagnosis is "fluid build up" and she was prescribed glasses to treat her visual problems. Her symptoms were reported as improved but not resolved. Additional information has been requested, but no additional information has been received.